Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the medwatch number was not provided. Section h: grid updated to add medwatch number. Section e: submitted to FDA marked as yes.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3298272. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
Material#: 381423; batch#: 3298272. It was reported by the customer that IV catheter split down the middle. Patient required an additional poke because catheter was defective.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.